Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "restoration modular cone/conical being used to replace a wright medical modular stem (neck fracture). Bolt fractured during final torquing. Surgeon decided to leave implant in place. Bolt (+10) lot code: caxjc02."